Event description:
Defibrillator went off while attached to pt when button not pressed by staff. Per documentation: "during the case, time not clearly noted, the patient had an event of v-tach that was spontaneously resolved by adjusting catheter in the heart. Preparation for defib shock in process-once rhythm converted - (B)(6) went to disarm charge. While completing the charge in joules/voltage-zoll equipment delivered shock to patient. Md aware. Patient completed procedure without further incident. Procedure completed and returned to unit of origin. Patient discharged home the following day." Date of event and time: between 0944-12-26, (B)(6) 2017. Dates of use: (B)(6) 2014 to (B)(6) 2017. Diagnosis or reason for use: arrhythmia.